Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown surgery with mentor smooth round moderate profile 800cc saline breast implants which the right side deflated after implantation. The issue was discovered at the day of surgery. As a result patient underwent bilateral removal and replacement with mentor gel device on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a crease was noted on the anterior aspect. Additionally, a tear was observed within the crease measuring approximately 0.3 cm, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).